Event description:
Electrical and connection issues were reported to the subject pacemaker. Reportedly ventricular impedances above 3 kohms were identified in a follow up performed on (B)(6) 2014. A re-intervention was performed on(B)(6) 2014. Before the procedure ventricular impedance above 3 kohms was still observed. On x-ray it was noted that the tip of the ventricular lead seemed not to be protruded from the connector block. When the pacemaker was extracted from the pocket and visually checked, the tip of ventricular lead connector pin was barely protruded from the connector block. In addition, the lead came out from the port without resistance by a pull test. No irregularities were noted to the ventricular lead when this was measured by a psa. A new pacemaker was implanted.

Event description:
Electrical and connection issues were reported to the subject pacemaker. Reportedly ventricular impedances above 3 kohms were identified in a follow up performed on (B)(6) 2014. A re-intervention was performed on (B)(6) 2014. Before the procedure ventricular impedance above 3 kohms was still observed. On x-ray it was noted that the tip of the ventricular lead seemed not to be protruded from the connector block. When the pacemaker was extracted from the pocket and visually checked, the tip of ventricular lead connector pin was barely protruded from the connector block. In addition, the lead came out from the port without resistance by a pull test. No irregularities were noted to the ventricular lead when this was measured by a psa. A new pacemaker was implanted.

Event description:
Electrical and connection issues were reported to the subject pacemaker. Reportedly ventricular impedances above 3 kohms were identified in a follow up performed on (B)(6) 2014. A re-intervention was performed on (B)(6) 2014. Before the procedure ventricular impedance above 3 kohms was still observed. On x-ray it was noted that the tip of the ventricular lead seemed not to be protruded from the connector block. When the pacemaker was extracted from the pocket and visually checked, the tip of ventricular lead connector pin was barely protruded from the connector block. In addition, the lead came out from the port without resistance by a pull test. No irregularities were noted to the ventricular lead when this was measured by a psa. A new pacemaker was implanted.

Manufacturer narrative:
Preliminary analysis of the returned device showed proper electrical and mechanical function.